Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: saudi arabia. The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable and the switch was broken. The motor and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date the device motor was not working. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.